Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while using suction irrigator began to leak at nozzle, turning on by self and then began to smoke, batteries removed and were hot. Therefore, there was a thermal event.

Manufacturer narrative:
It was confirmed that the device was discarded and will not be returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure : smoke emission and leaking at nozzle probable root cause for equipment leaks and flow too high : 1. Material/design error 2. Constant irrigation flow is not maintained leading to limited field of view 3. Stopcocks in improper configuration 4. Large anatomy 5. Missing o-ring 6. Damaged or deformed o-ring 7. Pump malfunction (motor, control board, harness, power supply, battery, or cassette) 8. Clogged tubing 9. User error probable root cause for smoke smell or flames coming from device : 1. Insulation melting 2. Excessive cauterization 3. User error 4. Nonconforming electrical components probable root cause for overheating: 1. Material/design error 2. User error the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that while using suction irrigator began to leak at nozzle, turning on by self and then began to smoke, batteries removed and were hot. Therefore there was a thermal event.